Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to check the cartridge o-ring and clean the pneumatic tap area, assisting with the removal of the pump from its case and using an alcohol wipe. After attaching the cartridge and following on-screen instructions, the customer successfully completed the load process and resumed insulin administration. The issue reoccurred but was addressed with similar steps, resulting in the successful loading of the cartridge and continuation of insulin therapy.